Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial/lot #: 2.1.0. H3, h6: the system was serviced in the field by a medtronic representative. The was an optical communication failure - not tracking laterally. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site had difficulties tracking instruments while in surgery. The site had registered the patient using an imaging system and verified instruments without issue. When they moved into navigation and attempted to track instruments. The spheres for the instruments and camera were no longer being seen. The site changed spheres, moved the camera, and tried to adjust for potential interfering infrared (ir) light with no change. The site swapped navigation systems to continue. This issue caused a 45 minute surgical delay. There was no reported impact on patient outcome. During additional troubleshooting, the clinical specialist (cs) was initially able to recreate the issue with their lumbar demo model and trunk stock probe. The system seemed to be tracking fine. After a few m oments, the system began having issues tracking the probe. The cs noted the frame could still be seen when it was placed close to the middle, but in the lower left quadrant, their instruments would lose tracking when in the lateral right. The cs confirmed that, based on their position in the tracking window, they should still be seen when on the lateral right, but that, since the instruments were in that area, they would not be seen by the camera. Technical services had the cs swap out thecamera cart for another working camera cart. The cs noticed similar behavior when using the other camera cart in the same location. Ts believed that after reviewing videos of the tracking of both systems, they both seemed to be tracking within normal ranges. Theywere unable to recreate the issue. The cs also noted that it was a non-medtronic representative who was operating the system when the case was reported, and they are known to use competitor instruments with the medtronic system. Ts advised the cs to keep an eye on this system to see if the issue persists and to see if it only occurs when competitor instruments are being used. Additional troubleshooting was performed. The cs reported the distance of the camera was in the middle of near far range, this was replicated with medtronic instruments in another operating room (or), when covering one sphere at a time they were unable to track, the tracker was held straight toward the camera. This was is happening with all instruments yesterday, but they were onlyusing the probe today. The reference frame was tracking the whole time. Using another camera cart did not resolve this issue. Ts requested for cc to test all different trackers with this system as they mentioned that some of the sets were old and some were owned by spine, the camera was tracking fine in a cranial procedure. The cc did not know the specific set that was used when noticing this error and instruments/trackers were back in circulation.